Event description:
The physician confirmed satisfactory sheath position in the middle hepatic vein. Two core biopsy specimens were obtained using the spring-loaded biopsy needle. During placement of the biopsy needle under fluoroscopic control, a small linear density was noted to exit the tip of the catheter in the middle hepatic vein. At the completion of the procedure, this density was noted at the left lung base medially. Catheters were withdrawn and satisfactory hemostasis achieved. The procedure was well-tolerated by the patient. The patient remained hospitalized for unrelated medical diagnosis and treatment. The manufacturer plans to inspect the device later this week.